Manufacturer narrative:
(B)(4). Date sent: 6/14/2023. Additional information received: when the device was removed, the colon did come out through the rectum so it was difficult to remove. But days later the reoperated and the staplers were missing in the rear part. When they fired the device, they did not fire across another staple line. They used the purse string technique. The rep is not sure if it possible that the entire colon was not in the anvil but the leak test after the original procedure was fine. The leak occurred 3-4 days after the original procedure. The surgeon has only been using since january. Per the surgeon, the patient had issue 3rd day post-op. The patient was brought back for an anastomotic leak. The patient is currently okay but had to go through another surgery. In the initial procedure, there was no difficulty with the device beyond removal. The device was difficult to remove even with the surgeon following the proper steps for removal. The anvil of circular was positioned through the purse string. The staple line was not examined inside the lumen after the difficulty of removing. There was a leak test, and it was negative. As far as staple formation, in the re-op the staple line was missing staples in the rear. No tissue necrosis. Proper device removal steps was shared. The surgeon confirmed those were the step used to remove the device. To reassure the surgeon on the safety of the product functionality, the global complaint rates for this type of event was shared.

Manufacturer narrative:
(B)(4). Date sent: 5/4/2023. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: what were the indications for surgery? Neoplasia sigma did the patient have a fistula or was this a post-op leak? Leak does the surgeon believe that the ethicon cdh29p device caused or contributed to the post-op leak/fistula or were there other extenuating factors? -yes did the patient receive any preoperative chemotherapy or radiation? -no what technique was used to secure the anvil? Pouch of tobacco what healthcare professional fired the device and what is his/her experience with the device? No where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle-b did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? -30 seconds were there any issues with firing the device? No what confirmation was received that the device completed the firing sequence? Green check and break washer was the green checkmark visible at the end of the firing? Yes how many counter-clockwise revolutions of the adjusting knob were used to open the device? 2/2 and a half was a complete transection of the white breakaway washer visually confirmed? Yes were the donuts inspected? Perfect donuts were there any issues noted with staple formation? No was the staple line visualized endoscopically during the initial surgical procedure? No what was observed at the site of the leak upon reoperation? Staples were missing in the right rear side how was the leak/fistula addressed? In anastomosis, in the right rear side what is the current patient status? Re operated and discharged this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that on 06/04 they had a sigma resection. The stapler worked well but they tell us that during the extraction phase they had extreme difficulty in extracting it, saying that part of the colon seemed attached to it and therefore ¿introflected¿ with it. After that they carried out a pneumatic test which, however, did not report anything. The patient was re-operated on friday the 13th as she had been reporting fever and various gastrointestinal disorders since the date of the operation, she had a fistula on the previously performed suture line.